Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump found moisture damage at motor assembly noted. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and blank screen. The customer reported that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.